Event description:
The customer reported that the device was not sealing vessels. Bleeding was described as minimal. A new device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.